Event description:
Leak of medical fluid was found. The indwelling period was 0 day. The port system was inserted via the left basilica vein for fluid replacement use. The leak occurred soon after the placement of the catheter. On (B)(6) 2012 the catheter was removed on the same date and found catheter break on the removed catheter.

Manufacturer narrative:
This complaint is unconfirmed. Returned for eval is a groshong 4 fr PICC catheter. The complaint sample was returned in two sections both sections functioned normally during functional testing. The complaint sample revealed no leaks during hydraulic pressurization. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. This implies the device functioned as designed until the complaint incident occurred. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.